Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One unknown biomet screw was returned for investigation (images 1 & 2). However, one unknown abutment was not returned. Visual evaluation of the as returned screw identified damaged drive feature (rounded hex) (image 2). Functional testing was not performed since the abutment and implant were not returned and due to the nature of the event. No pre-existing conditions were noted. The devices had been placed on an unknown tooth location for an unknown amount of time. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR & complaint history review could not be performed since the lot/item numbers were not provided. Based on the available information, abutment malfunction and the reported event could not be verified. However, an unreported malfunction (rounded hex) was observed during returned product (screw) evaluation. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Lot/serial # unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date number unknown / not provided.

Event description:
It was reported that the screw at tooth site # unknown at this time, was loose causing the bellatek custom abutment to loosen as well. The implant remains well seated.